Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the distal end of the devices appeared to have heat damage. Pmv performed functional testing: the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition can be caused by a hot surface coming in contact with the device and melting/burning the plastic. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure to remove endometriosis.

Event description:
According to the reporter, during the procedure, the device caused a burn around the trocar site. The current patient status is alive with no injury. The device is expected to be returned for evaluation.